Manufacturer narrative:
(B)(6). Visual assessment of the device confirmed the reported breakage. The distal end of the tip has broken off. The break area shows signs of plastic deformation consistent with excessive force placed on the device. In addition the shaft is bent and the proximal end of the aimer is damaged. Potentially the cause for this device failure was excessive forces applied to the instrument, causing a result in failure. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the procedure and while the healthcare professional was inserting the endofemoral aimer to make the femoral tunnel the tip of it broke. Healthcare professional tried using a backup device and the tip broke. The devices broke in the patient but were removed. There were no reported patient injuries. No other complications were noted.